Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump button was unresponsive. The customer blood glucose level was 22 mmol/l. The customer was assisted with troubleshooting. Customer stated that they had trouble with insulin pump that it did not allow customer to bolus. Customer stated that they press on the b button but nothing comes up. Customer stated that there were not any open or closed circles on the screen. Customer stated that they did not received any errors or alarms. Customer stated that they went into use bolus wizard but nothing comes up. Customer states then they then went into manual bolus and was pressing on it but nothing was happening. Customer states after a few tries customer was able to get into manual bolus to actually program something. Customer states time clock was advances. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.